Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the issue was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer stating "the device is a loaner. There is no complaint from the customer."

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the b30 error code issue was due to a charge-coupled device failure. An additional adverse medical device event was identified due to the breakage of the ID circuit board. It was also found that the video connector was deformed and cracked; the adhesive around the objective leans was peeled; and the adhesive on the bending section cover was chipped. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope presented with a b30 (scope communication error) message and a chip in the distal end adhesive. There were no reports of patient harm associated with this event.